Event description:
The customer contact reported loss of suction. During testing at the user facility, the healthcare professional reported that the suction liner "imploded". Loss of suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. A rep device from the lot numbers 53001kz and 54105kz was received. Investigation is not completed.